Manufacturer narrative:
The events of infection(late onset), abscess, cellulitis, and lymphedema are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: infection(late onset), abscess, cellulitis, and lymphedema. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Edema to represent lymphedema could not be entered as the patient code section was filled with other events.

Event description:
Healthcare professional reported via regulatory agency, patient "admitted w/ an infected breast implant. The textured implant was removed and punctured by surgeon. Patient had partial [contralateral] mastectomy post-biopsy due to ductal carcinoma in situ. Approximately one month later, bilateral mastectomy (l) no mass lesions. About 1.5 years later, last surgery following mastectomy. About two years later, follow-up with physician. A few months later, the following were found: lymphedema, fibroma of skin, cellulitis (l) breast. 5 years later, breast implant removal & debride pocket (l) due to breast abscess, infected capsule." Device has been explanted.